Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5103912.

Event description:
It was reported that patients lead had high impedances and migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned, as they were kept by the medical facility.